Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), implanted: explanted: product type programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was a lumbar incision site infection. There was a hematoma in left pectoral and midline lumbar incision. The patient had pain and swelling at the lumbar incision site. The patient's implantable neurostimulator (ins) was explanted on (B)(6) 2015. Several hours later a hematoma in the left pectoral and midline incision formed. The doctor returned to the operating room (or) on (B)(6) 2015 for exploration with hematoma evacuation. Actions required as a result of the event included an unscheduled clinic or office visit, emergency room visit, and in-patient hospitalization. The patient was given medications included vitamin c, vitamin d, zinc, bactrim, and clindamycin. Laboratory tests showed abnormal moderate white blood cells, few gram positive cocci. The event was noted as ongoing. Relevant medical history includes: non-malignant pain failed back surgery syndrome post lumbar laminectomy syndrome spinal pain

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial number (B)(4), found no significant anomalies; the ins was functionally okay.